Event description:
It was reported that the charging pad for an ilet device would not charge despite attempts with multiple outlets and re-seating, with the pad indicator blinking green and not achieving a solid green status, and a replacement charger was provided. Symptoms included elevated blood glucose measured at 199 mg/dl and patient-reported pain. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included review of user report and arrangement of replacement charging hardware. Investigation of this case revealed a suspected charger malfunction consistent with a device power/charging failure. It was concluded that the event involved a malfunction of the charger without serious injury or medical intervention required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.